Event description:
It was further reported that post index procedure the patient presented with a two day history of congestion as well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MFR ID#: 2134265-2012-00300. It was reported that post a stenting treatment procedure, patient death occurred. The patient presented at the time of the index procedure due to stable angina (ccs class 2). Cardiac catheterization revealed two target lesions. The first was an 80% stenosed and 15mm long lesion located in the distal left circumflex coronary artery (lcx) with a reference vessel diameter of 3.0mm. This was treated with predilation and deployment of a 3.0x28mm taxus liberte stent resulting in 0% residual stenosis. The second was a 80-90% stenosed and 15mm long lesion located in the proximal lcx with a reference vessel diameter of 3.5mm. This is reported to be in stent restenosis of an unspecified stent. This was treated with predilation and deployment of a 3.5x28mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. (B)(6) 2011: the patient presented with chest pain and cough. Troponin levels were found to be elevated (ck 117u/l, ck-mb 1.0 units not provided, troponin 0.16 units not provided) and she was subsequently admitted for a non-st elevation myocardial infarction (nstemi) and referred for cardiac catheterization. However, before the procedure could be performed, the patient experienced a drop in blood pressure and respirations stopped. The patient went into cardiogenic shock and was intubated. Two days later, cardiac catheterization a widely patent proximal stent in the lcx and 90% stenosis of the mid lcx with 99% mid subsection stenosis with timi-1 flow. This is reported to be a "new" lesion. This was treated with balloon angioplasty and deployment of a 3.0x23mm non-bsc drug eluting stent resulting in 0% residual stenosis and timi-3 flow. It was indicated that the patient continued to have a dry cough. Two days after revascularization, the patient experienced a sudden drop in blood pressure. An echo was performed which revealed no pericardial tamponade or effusion. The blood pressure did not improve despite multiple medications and her heart rate dropped to the 30s. A temporary pacemaker was placed. Eventually there was no response to the pacemaker and CPR was continued. The patient died the same day. The death certificate lists the immediate cause of death as cardiac arrest. Other conditions that led her death were respiratory arrest, non-q myocardial infarction and diabetes.